Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell on the ground and declared a malfunction alarm. Blood glucose level was impacted (352 mg/dl) and is was indicated that it would be addressed by delivering a correction bolus, via the pump. Reportedly, the customer reset the pump and was able to resume insulin delivery.